Manufacturer narrative:
Additional devices listed in this report: cat # 6051-0830s, lot # v83mkd, description: secur-fit max 132 hip stem #8. Cat # 542-11-58g, lot # r54mld, description: trident psl ha cluster 58mm. Cat # 2030-6530-1, lot # j77mld, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6525-1, lot # y9lmkd, description: 6.5 cancellous bone screw 25mm. Cat # 17-3600e, lot # 23433001, description: alumina c-taper head 36mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device is still implanted.

Event description:
It was reported that the patient had bilateral hip implant surgery in the second half of 2007. Patient is reporting some pain. Patient is also reporting having a hard time bending forward to put his shoes on. Patient has rom that is not stable. Patient states that he has stiffness and that symptoms have increased in the last few months. Patient would like to know if both hip implants have been recalled.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was confirmed. Device evaluation could not be performed as the reported device was not returned. A review of the provided information by a clinical consultant indicated that: there are no x-rays for review. There is no evidence that this patient¿s pain described as related to low back pain and trochanteric bursitis bilaterally was caused by factors of faulty prosthetic design, manufacturing, or materials. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. A review of stryker of records showed that this device was not part of a recall. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that the patient had bilateral hip implant surgery in the second half of 2007. Patient is reporting some pain. Patient is also reporting having a hard time bending forward to put his shoes on. Patient has rom that is not stable. Patient states that he has stiffness and that symptoms have increased in the last few months. Patient would like to know if both hip implants have been recalled.